Event description:
Attorney reported: on (B) (6)2008-patient underwent surgery to repair an umbilical hernia. A ventralex hernia patch was used to repair the hernia. As a result of using the bard ventralex hernia patch, pt was caused to suffer, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by patient was due to the ventralex hernia patch. On (B) (6)2009-patient underwent add'l surgery to repair another umbilical hernia. A bard composix ellipse l/p mesh hernia patch was used to repair the hernia. On (B) (6)2009-patient underwent surgery to remove adhesions caused by the hernia patches. On (B) (6)2009-patient underwent add'l surgery to explant both of the hernia patches due to severe infection. As a result of using bard mesh hernia patches, pt was caused to suffer, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all, pt's event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions and infection are known adverse events listed in the IFU, no conclusion can be drawn at this time. See MDR 1213643-2010-00336 for info related to the ventralex mesh implanted on (B) (6)2008.